Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that during demand mode pacing the device failed to detect the patient heartbeat. There was no harm to the involved patient.